Manufacturer narrative:
We received a white particle, a cassette with tubing, one purple needle tip and the needle wrench. Fluid and fungal growth was observed all over the components. Microscopic examination of the particle and components was performed. The particle is hard to the touch. It is approximately 1519 x 956 microns in size. The needle tip is dirty with particulates and dried solutions visible on the tip, shaft, hub and threads. There are scratches on the hub. There are areas of faded color on the shaft and hub. The threads are dented and marred in some areas. This needle looks used. There are particles on the needle wrench in the flats and around the ribs which are damaged. Microscopic examination of the assembly found no damage and no missing material. The white particle was sent to an outside lab for testing. It was analyzed using a fourier transform infrared (ftir) spectrometer and an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). This analysis suggests the particle consists primarily of polycarbonate. A portion of the needle wrench is made from a polycarbonate material and the needle wrench showed damage, but only the metal portion should be used to tighten the needle. The particle may have been generated from misuse. The product and parts were so filthy, badly damaged and full of particles that it is not possible to determine a root cause. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action necessary.

Manufacturer narrative:
A cassette and particle were retained for evaluation. Pending return of device, the investigation is ongoing.

Event description:
The user facility in (B)(6) reported a ''small white plastic fragment'' during phacoemulsification. The surgeon reported it was hard with a micro spongy look to it similar to cinder toffee. The particle was removed. No patient impact.